Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see correction to b3 of the initial medwatch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the same germs were not detected. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation. The physical device evaluation was completed, and it was found that the bending section cover adhesive was separated; the air/water cylinder and suction cylinder were scratched; the scope connector cover was damaged; and the bending tube had movement. The customer provided the cleaning, sterilization, and disinfection (cds) processes performed at the user facility. The customer did confirm that there were no deviations or deficiencies concerning the reprocessing of the scope. Additionally, the customer confirmed that there were no suspected patient infections due to the facility's findings. The customer did not provide the specific steps taken during the cleaning, sterilization, and disinfection (cds) process. The olympus scope was sent to an independent laboratory for culture testing. All channels were sampled, and the analysis report stated that less than two (2) colony-forming units (cfu) of microorganisms were identified. The obtained results were in conformance with the requirements. Once the investigation has been completed, a supplemental report will be submitted with the device evaluation results.

Event description:
The customer reported to olympus that during routine testing following reprocessing, the evis exera iii gastrointestinal videoscope tested positive for 38 colony-forming units (cfu) of stenotrophomonas maltophilia for microbial contamination. All channels were sampled. The user did not report any contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.